Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery would last three days. The pump allegedly alarmed for a low battery but did not alarm to replace the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: a review of the device history indicated two low battery alarms associated with the same battery, and installation of a partially discharged battery. The battery compartment was observed to be cracked, and the battery cap did not fully secure to the pump due to the damaged compartment and damaged cap threads. A power loss was duplicated. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was found. No evidence of intermittent contact was found upon inspection of the battery terminal contacts.